Manufacturer narrative:
(B)(4). The following sections of this MFR medwatch report were completed to provide ease of traceability. Based on the user facility info, non-resorbable material was left unretrieved in the pt's body. Results - is based upon eval of user facility info; is based upon eval of the reserve samples. Conclusions: is based upon eval of user facility info; is based upon eval of the reserve samples. The involved device was not returned for eval. Therefore, the failure investigation was limited to eval of user facility info, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specs were met. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance (as described by the user facility) after being "snagged on the vascular closure device." The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
(B)(4).